Event description:
It was reported the patient¿s spinal cord stimulator trial ¿did not go well.¿ it was stated the patient¿s ¿epidural space was too large and the wires floated¿ and the ¿trial failed.¿ it was noted the patient¿s physician ¿recommended a surgical lead because of the wires floating¿ and the patient did not consent because they did not want their spine ¿surgically manipulated¿ anymore. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).